Manufacturer narrative:
Based on the claim against the product by the customer noting tip damaged at the wire, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified error 282 (sensors were not detected). The tse explained to the customer that the instrument damage was probably caused by hitting the edge of the cannula. The tse also recommended to reseat the sterile adapter/instrument. Isi will not receive the fenestrated bipolar forceps instrument for evaluation as it was discarded following the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument tip was damaged at the wire. A bipolar instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon could not operate a bipolar instrument on universal surgical manipulator (usm) 3 during instrument removal. The fenestrated bipolar forceps instrument tip was damaged at the wire. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified error 282 (sensors were not detected). The tse explained that the instrument damage was probably caused by hitting the edge of the cannula. The tse also recommended to reseat the sterile adapter/instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: the fenestrated bipolar forceps instrument (part# 471205-17 / lot# k11220404-0622) was reportedly inspected prior to use, and no issues were noted. The instrument conductor wire insulation was damaged with the internal wires exposed. No arcing was observed during the procedure. No evidence of thermal damage was identified on the instrument. No fragments fell inside the patient. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue. The instrument was not returned for evaluation as it was discarded by the site.